Manufacturer narrative:
The date of this submission is 24-feb-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 11-feb-2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed, for oral hygiene (route dental, lot number 2362d, frequency and expiration date unspecified). The consumer mentioned that the device worked properly for about a month and then it looked like the inner parts and plastic insert, that holds the spool of the floss, were collapsing inward and the metal cutter, which was used to cut the floss, popped off entirely from the container. The consumer stated the cutter breakage did not include inner parts or plastic assembly. The consumer put the metal cutter back on and just pressed it with a finger down to cut the floss, however, the consumer was not able to dispense the floss properly. This report had no adverse event. The action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 9-apr-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 11-feb-2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed, for oral hygiene (route dental, lot number 2362d, frequency and expiration date unspecified). The consumer mentioned that the device worked properly for about a month and then it looked like the inner parts and plastic insert, that holds the spool of the floss, were collapsing inward and the metal cutter, which was used to cut the floss, popped off entirely from the container. The consumer stated the cutter breakage did not include inner parts or plastic assembly. The consumer put the metal cutter back on and just pressed it with a finger down to cut the floss, however, the consumer was not able to dispense the floss properly. This report had no adverse event. The action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information was received on 14-mar-2014: on 03-mar-2014, reach mint waxed 100yd product with printed lot 2362d, was received as returned field sample from the consumer. The insert inside the dispenser was broken on the edge where the cutter was attached. Therefore, the field sample failed to meet specification, the insert breakage defect was verified in this field sample. The final packaging records were reviewed and all quality checks for all in-process testing meet specification. The retained sample evaluated dispensed properly and did not present defect on the cutter, and neither the insert. The review of the manufacturing related issues documentation revealed robust actions and effective control points for insert breakage or pops out defect. In addition, no unfavorable trend was observed for the categories and lot number reported. The disposition of this complaint was confirmed. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.